Event description:
It was reported that the customer experienced ongoing "high" blood glucose (bg) levels on the continuous glucose monitor (specific bg value was not provided). Customer administered a manual injection to address bg. A system check was performed, and air bubbles were observed within the infusion set tubing.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.